Event description:
It was reported that a user experienced hyperglycemia after overtreating a prior hypoglycemic event by consuming candy and cereal without announcing carbohydrates while using the ilet with a cannula-type infusion set. The blood glucose rose to 207 mg/dl and trended upward before returning to 155 mg/dl with system-driven corrections. No reported clinical signs, symptoms, or conditions. Outcomes included transient hyperglycemia with no need for medical intervention and no hospitalization. Investigation included customer care review, telephone follow-up, user education on appropriate hypoglycemia treatment, and assessment of infusion set function and recent supply change. Investigation of this case revealed user-related administration of excess carbohydrates with expected device correction behavior and no evidence of device or infusion set malfunction. It was concluded that the event was attributable to user management of hypoglycemia rather than a device failure, and education was provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.